Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, a patient developed salmonella infection after a diagnostic colonoscopy using the colonovideoscope. The patient exhibited diarrhea, was treated with antibiotics, and their hospital stay was extended for 3 days. The patient is currently healthy. There were no issues noted during the actual colonoscopy procedure itself. The customer later clarified that the suspected infection came from another source, and not from the device, and that they just followed up with recommended service for the scope. The reprocessor and the scope were not cultured.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported patient infections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.